Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).

Event description:
It was reported that during a post surgery check, the nurse noted that the lead exhibited loss of capture. Upon interrogation, increased thresholds was noted. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced.